Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device evaluation was completed. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the normal product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) underinfused during a patient infusion. The device was filled with flucloxacillin. The infusion was administered via a peripherally inserted central catheter (PICC) line, which flushed with no issues. The patient¿s insertion site was the left basilica vein and the device was connected to a single lumen, 50cm catheter with an external catheter length of 8cm. The device was changed two (2) hours overdue and had ¿approximately 20 mls extra¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available..